Manufacturer narrative:
Analysis: the device in question was returned and evaluated to determine the cause of the complaint. On opening the returned device packaging, the catheter was inspected for damage. The only damage noted was a kink in the catheter shaft at the proximal balloon bond area. This damage was likely caused during repackaging of the device for return back to the atrium medical corporation facility. The 59mm v12 stent was still firmly crimped to the balloon and was not damaged. The stent was stained completely by bodily fluids indicating that the stent had passed entirely through the septal valve of the 7fr cook introducer sheath. The diameter of the crimped stent was measured and was found to be within the diameter of the 20 crimped catheter samples measured during the final lot qualification performance testing that is performed on every v12 catheter production lot produced by the quality inspectors. The cook 7fr introducer sheath used in the case was not returned. To determine the functionality of the device a cordis corporation emerald green.035 guidewire was placed through the guidewire lumen of the stent delivery system. A new 7fr cook flexor introducer sheath (kcfw-7.0-35-45) was prepped and flushed per the instructions for use supplied with the introducer sheath. This introducer sheath was chosen as the details indicate the device could not pass through a 7fr cook introducer sheath. The v12 covered stent delivery system that was returned was prepped per the instructions for use and the catheter advanced through the introducer sheath. There was minimal resistance encountered during the advancement through the sheath. Once the stent had passed through the entire length of the sheath, the stent was inspected. The stent was still firmly crimped to the balloon and there was no damage to the stent noted. The stent was then deployed per the instructions for use to the nominal inflation pressure of 8atm as specified on the product label. The result was that the stent deployed properly and without issue. The balloon was then deflated and the delivery system was easily removed back through the introducer sheath. The v12 covered stent performed properly. A full review of the catheter lot history records was performed. Below is an overview of the quality and performance criteria that every lot of v12 covered stent systems is tested to including the ability of the device to pass through the labeled introducer sheath. In this case the 10mm x 59mm x 120cm catheter label specifies a 7fr introducer sheath. This inspection requires that the catheter lot must pass the following: ¿ ability of the stent and delivery system to be passed through the labeled introducer sheath (6fr/7fr) depending on size. ¿ ability to deploy the stent at nominal pressure (8atm). ¿ ability to withdraw the deflated balloon catheter back through the labeled introducer sheath ¿ ability of the delivery system to withstand 10 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. ¿ balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm) in addition to the final lot qualification testing there are multiple in-process inspections conducted that include the following: ¿ balloon hole skive dimensional verification. ¿ stent securement testing. ¿ proximal balloon weld tensile testing. ¿ distal tip tensile testing. ¿ catheter leak check conclusion: based on the details provided and the passing results of the testing of the actual device whereas the stent delivery system was able to pass through a new7fr cook introducer sheath, atrium medical corporation cannot confirm that the device in question was at fault.

Event description:
N/a.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
It was reported that the stent did not pass through port 7 of cook.